Event description:
It was reported that this lead exhibited high capture thresholds and was found to be dislodged. In was noted that during the implant this lead was damaged. Subsequently, a revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).